Event description:
It was reported this was an arteriotomy closure of the right access site using the pre-close technique via a 12fr sheath hole prior to an abdominal aortic aneurysm (aaa) stent-graft procedure. The suture of a perclose device was successfully pre-placed. The aaa procedure was completed. Reportedly, an unknown device issue occurred with the perclose device. Additionally, a dissection of the right external iliac artery was noted, thought to have occurred during use of the perclose. A stent was deployed to treat the dissection. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided. Na.

Manufacturer narrative:
Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. The patient effect of dissection is listed in the electronic proglide instructions for use, as a potential adverse event of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.